Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that erroneous results and incorrect additive were found after use with a bd vacutainer® serum blood collection tube. The following information was provided by the initial reporter, (B)(6) 2020: received phone call. She does not want to file a complaint. She would like to know what additive is this clot activator as their reference lab rejected specimen due to clot activator in vacutainer. Tube was sent off to test microalbumin urine but was rejected. No other information is available, no samples available, no ack letter required and no closure letter needed. (B)(6) 2020: I explained to the customer that the nurses should not be using serum tubes to collect urine specimens. I sent her the link to the IFU to explain that the plastic serum tubes contain silicone and micronized silica particles.